Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to component failure from wear. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the locking components of the motor device was damaged, and the hose was damage (excluding rupture). It was further observed that the device ran in locked position, had unintended activation/motion, and a component damage. It was further determined that the device failed pretest for hose verification, housing pin height assessment, loctite verification, cutter lock assessment and safety assessment. It was noted in the service order that the head of the device was not connected well. It was reported that there were no delays in surgery. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly. If further information should become available, an additional report will be submitted accordingly.